Manufacturer narrative:
Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a damaged cap with the incident lot was observed. Additionally, 200 retention samples were selected for evaluation, and the customer's indicated failure mode for damaged cap was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the cap of the bd vacutainer® brand sstä ii tubes containing silica and gel was damaged. No injury or medical intervention reported.